Event description:
It was reported that the pace/sense part of the lead was not functioning correctly. The pace/sense part of the lead was removed from service and a new pace/sense lead was added. No patient complications have been reported as a result of this event.